Manufacturer narrative:
Pump was received with intermittent button response due to flattened buttons dome switch. Keypad connector was fully locked. Unit had cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. It was reported that buttons were not responding. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.